Manufacturer narrative:
The report received from the medical affairs indicated that a patient experienced a thrombosis and multiple events of coronary artery restenosis. The patient's medical history is significant for quadruple bypass, diabetes, and denied smoking, alcohol or allergies. On an unknown date, the patient had three unknown coronary stents placed in unknown vessels due to heart attack. On (B)(6) 2005, the patient had a cypher stent placed in the rca due to unknown reasons. A month later on (B)(6) 2005, the patient had another cypher stent placed in the lad vessel. Two days later, the patient had to undergo two additional cypher stents placement; one in the mlad and another in the plad due to unknown reasons. It was reported that there was something wrong with the cypher stent placement on (B)(6) 2005 that followed by two additional cypher stents placement. On (B)(6) 2006, the patient underwent an unknown stent placement to the rca. On an unknown date, the patient had a mini vision stent placed in the lad due to unknown reasons. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot x0705236 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to draw an accurate conclusion between the reported events and the possible contributing factors. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00039, 3003742446-2013-00040, 3003742446-2013-00041, and 3003742446-2013-00042.

Event description:
The report received from the medical affairs indicated that the patient experienced multiple events of restenosis. On an unknown date, the patient had three unknown coronary stents placed in unknown vessels due to heart attack. On (B)(6) 2005, the patient had a cypher stent placed in the rca due to unknown reasons. A month later on (B)(6) 2005, the patient had another cypher stent placed in the lad vessel. Two days later, the patient had to undergo two additional cypher stents placement; one in the mlad and another in the plad due to unknown reasons. It was reported that there was something wrong with the cypher stent placement on (B)(6) 2005 that followed by two additional cypher stents placement. On (B)(6) 2006, the patient underwent an unknown stent placement to the rca. On an unknown date, the patient had a mini vision stent placed in the lad due to unknown reasons.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00039, 3003742446-2013-00040, 3003742446-2013-00041, and 3003742446-2013-00042.